Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and observed a bent r1 reagent probe. The fsr resolved the issue by replacing the bent probe. Alinity c-series reagent probe was determined to be the cause of the issue. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c proccessing module did not identify any trends. A review of tracking and trending for the alinity c-series reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial number (B)(6) or the alinity c-series reagent probe was identified. Updated d10 - concomitant product to add alnty c-series reagent, 04s49-01, unknown. Updated h4 - device mfg date to 01aug2022.

Event description:
The customer reported multiple instrument errors generated on the alinity c processing module which led to discrepant patient results. It was noted that the r1 probe was bent by the wash cup, therefore the instrument transitioned into ¿paused¿ status, however the instrument was accidentally put back into the ¿running¿ status by the customer. The customer provided the following data: patient #8: carbon dioxide (co2): initial result = 29.43 meq/l; repeat result = 25.98 meq/l (reference range: 22-30 meq/l). Patient #9: potassium (k): initial result = 7.12 mmol/l 5.23 mmol/l (reference range: 3.5-5.2 mmol/l); chloride (cl): initial result = 125.42 mmol/l; repeat result = 96.87 mmol/l (96-108 mmol/l); sodium (na): initial result = 181 mmol/l; repeat result = 130 mmol/l (reference range: 135-145 mmol/l). Patient #10: carbon dioxide (co2): initial result = 40.01 meq/l; repeat result = 22.9 meq/l (reference range: 22-30 meq/l). Patient #12: calcium (ca): initial result = > 22 mg/dl; repeat result = 9.1 mg/dl (reference range: 8.5-10.5 mg/dl). Creatinine: initial result = 2.08 mg/dl; repeat result = 1.34 mg/dl (reference range: 0.7-1.3 mg/dl). Patient #29: carbon dioxide (co2): initial result = 29.36 meq/l; repeat result = 26.7 meq/l (reference range: 22-30 meq/l) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported multiple instrument errors generated on the alinity c processing module which led to discrepant patient results. It was noted that the r1 probe was bent by the wash cup, therefore the instrument transitioned into ¿paused¿ status, however the instrument was accidentally put back into the ¿running¿ status by the customer. The customer provided the following data: patient #8 carbon dioxide (co2): initial result = 29.43 meq/l; repeat result = 25.98 meq/l (reference range: 22-30 meq/l). Patient #9 potassium (k): initial result = 7.12 mmol/l 5.23 mmol/l (reference range: 3.5-5.2 mmol/l). Chloride (cl): initial result = 125.42 mmol/l; repeat result = 96.87 mmol/l (96-108 mmol/l). Sodium (na): initial result = 181 mmol/l; repeat result = 130 mmol/l (reference range: 135-145 mmol/l). Patient #10 carbon dioxide (co2): initial result = 40.01 meq/l; repeat result = 22.9 meq/l (reference range: 22-30 meq/l). Patient #12 calcium (ca): initial result = > 22 mg/dl; repeat result = 9.1 mg/dl (reference range: 8.5-10.5 mg/dl). Creatinine: initial result = 2.08 mg/dl; repeat result = 1.34 mg/dl (reference range: 0.7-1.3 mg/dl). Patient #29 carbon dioxide (co2): initial result = 29.36 meq/l; repeat result = 26.7 meq/l (reference range: 22-30 meq/l) there was no impact to patient management reported.